Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a main drawer jammed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for(B)(6) was performed from the date of manufacture, 22-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.2 was jammed. A field service engineer (fse) identified that the half height cubie pocket 2-2a1 lid was failed. Fse cleared the items from the lid to recover the drawer and moved the items to another pocket and tested in hardware test application. The system functioned as intended after the field service engineer had investigated the device.